Event description:
Event verbatim [preferred term]. Tace with doxorubicin, ethiodized-oil and gelatin for hepatocellular carcinoma vascularised by the internal mammary artery [off label use], abdominal skin injury [skin injury], , narrative: this is a literature report for the following literature source: "abdominal skin injury due to non-target embolization of hepatocellular carcinoma vascularized by the internal mammary artery", cardiovasc-intervent-radiol, 2022; pgs:45142-146. A 71-year-old man developed an abdominal skin injury following non-target transarterial chemoembolisation (tace) with doxorubicin, ethiodized-oil and gelatin for hepatocellular carcinoma (hcc) vascularised by the internal mammary artery (ima). The man, who had a compensated cirrhosis and hcc, was found to have a lesion at segment i9 v-a on 9 april 2020. On 24 april 2020, he underwent a left lobar tace through the left hepatic artery, with an incomplete response. The internal mammary artery (ima) was noted to be a probable tumoural feeder on cross-sectional imaging. On 30 june 2020, he was hospitalised again for a second treatment. Microcatheterisation of the ima confirmed that the ima was responsible for residual tumour vascularisation. Following unsuccessful attempts to selectively catheterise the tumoural feeding branch, he underwent a selective coil embolisation of the ima beyond the feeding tumoural arteries (musculo-phrenic artery) to prevent non-target embolisation injury. Then, doxorubicin and ethiodized-oil [lipiodol] 100mg/8ml 1:1 volume emulsion was injected, followed by gelatin [gelfoam] slurry to near arterial stasis [not all dosages stated]. A CT scan immediately after the second embolisation demonstrated lipiodol retention in the targeted residual tumour, within the rectus abdominis and internal oblique muscles and also on the skin. After 1 week, he presented with an abdominal skin injury, which was considered to be a complication of tace using doxorubicin, ethiodized-oil and gelatin [times to reaction onset not stated]. Examination showed multiple coalescing erythematous, slightly indurated, polycyclic and branching plaques that formed a broad reticulated pattern, and were consistent with altered blood flow in the cutaneous microvasculature, on the right upper quadrant. The man was therefore prescribed nitroglycerin [nitrol] and warm compresses with an aim to prevent ulceration. However, at 1-week follow-up, he had persistent and painful dusky red indurated plaques with central scarring and focal ulceration. Hence, he received paracetamol and hydromorphone for pain control and mupirocin [bactroban ong] for the ulcers. An MRI (21 august 2020) confirmed complete tumour response, without any evidence of residual active disease. On 16 september 2020, the skin injury had improved, with only a residual hyperpigmented plaque with circumscribed zones of induration and complete re-epithelialisation of the ulcers. However, the pain had only partially relieved, and therefore, pregabalin and a compounded preparation of lidocaine, ketamine and morphine were prescribed. He was still followed due to persistent cutaneous dysaesthesia. Author comment: "cutaneous lesions heralding a complication can appear as soon as a few hours after tace"., comment: the reported abdominal skin injury was associated with gelatin off label use in unapproved indication during non-target transarterial chemoembolisation (tace) together with doxorubicin and ethiodized-oil for hepatocellular carcinoma (hcc). The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
Product quality group provided investigational results on 22jan2023 for absorbable gelatin: conclusion: the complaint for 'adverse event/negligible-minor' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Event description:
Event verbatim [preferred term] tace with doxorubicin, ethiodized-oil and gelatin for hepatocellular carcinoma vascularised by the internal mammary artery [off label use], abdominal skin injury [skin injury], , narrative: this is a literature report for the following literature source: "abdominal skin injury due to non-target embolization of hepatocellular carcinoma vascularized by the internal mammary artery", cardiovasc-intervent-radiol, 2022; pgs:45142-146. A 71-year-old man developed an abdominal skin injury following non-target transarterial chemoembolisation (tace) with doxorubicin, ethiodized-oil and gelatin for hepatocellular carcinoma (hcc) vascularised by the internal mammary artery (ima). The man, who had a compensated cirrhosis and hcc, was found to have a lesion at segment i9 v-a on 9 april 2020. On (B)(6) 2020, he underwent a left lobar tace through the left hepatic artery, with an incomplete response. The internal mammary artery (ima) was noted to be a probable tumoural feeder on cross-sectional imaging. On (B)(6) 2020, he was hospitalised again for a second treatment. Microcatheterisation of the ima confirmed that the ima was responsible for residual tumour vascularisation. Following unsuccessful attempts to selectively catheterise the tumoural feeding branch, he underwent a selective coil embolisation of the ima beyond the feeding tumoural arteries (musculo-phrenic artery) to prevent non-target embolisation injury. Then, doxorubicin and ethiodized-oil [lipiodol] 100mg/8ml 1:1 volume emulsion was injected, followed by gelatin [gelfoam] slurry to near arterial stasis [not all dosages stated]. A CT scan immediately after the second embolisation demonstrated lipiodol retention in the targeted residual tumour, within the rectus abdominis and internal oblique muscles and also on the skin. After 1 week, he presented with an abdominal skin injury, which was considered to be a complication of tace using doxorubicin, ethiodized-oil and gelatin [times to reaction onset not stated]. Examination showed multiple coalescing erythematous, slightly indurated, polycyclic and branching plaques that formed a broad reticulated pattern, and were consistent with altered blood flow in the cutaneous microvasculature, on the right upper quadrant. The man was therefore prescribed nitroglycerin [nitrol] and warm compresses with an aim to prevent ulceration. However, at 1-week follow-up, he had persistent and painful dusky red indurated plaques with central scarring and focal ulceration. Hence, he received paracetamol and hydromorphone for pain control and mupirocin [bactroban ong] for the ulcers. An MRI ((B)(6) 2020) confirmed complete tumour response, without any evidence of residual active disease. On (B)(6) 2020, the skin injury had improved, with only a residual hyperpigmented plaque with circumscribed zones of induration and complete re-epithelialisation of the ulcers. However, the pain had only partially relieved, and therefore, pregabalin and a compounded preparation of lidocaine, ketamine and morphine were prescribed. He was still followed due to persistent cutaneous dysaesthesia. Author comment: "cutaneous lesions heralding a complication can appear as soon as a few hours after tace". Product quality group provided investigational results on 22jan2023 for absorbable gelatin: conclusion: the complaint for 'adverse event/negligible-minor' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Follow-up (22jan2023): this is a follow-up report from product quality group providing investigation results. This follow-up report is also being submitted to allow appropriate reporting to health authorities., comment: the reported abdominal skin injury was associated with gelatin off label use in unapproved indication during non-target transarterial chemoembolisation (tace) together with doxorubicin and ethiodized-oil for hepatocellular carcinoma (hcc). The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
Product quality group provided investigational results on 22jan2023for absorbable gelatin: conclusion: the complaint for 'adverse event/negligible-minor' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Event description:
Event verbatim [preferred term] tace with doxorubicin, ethiodized-oil and gelatin for hepatocellular carcinoma vascularised by the internal mammary artery [off label use], abdominal skin injury [skin injury], , narrative: this is a literature report for the following literature source: "abdominal skin injury due to non-target embolization of hepatocellular carcinoma vascularized by the internal mammary artery", cardiovasc-intervent-radiol, 2022; pgs:45142-146. A 71-year-old man developed an abdominal skin injury following non-target transarterial chemoembolisation (tace) with doxorubicin, ethiodized-oil and gelatin for hepatocellular carcinoma (hcc) vascularised by the internal mammary artery (ima). The man, who had a compensated cirrhosis and hcc, was found to have a lesion at segment i9 v-a on (B)(6) 2020. On (B)(6) 2020, he underwent a left lobar tace through the left hepatic artery, with an incomplete response. The internal mammary artery (ima) was noted to be a probable tumoural feeder on cross-sectional imaging. On (B)(6) 2020, he was hospitalised again for a second treatment. Microcatheterisation of the ima confirmed that the ima was responsible for residual tumour vascularisation. Following unsuccessful attempts to selectively catheterise the tumoural feeding branch, he underwent a selective coil embolisation of the ima beyond the feeding tumoural arteries (musculo-phrenic artery) to prevent non-target embolisation injury. Then, doxorubicin and ethiodized-oil [lipiodol] 100mg/8ml 1:1 volume emulsion was injected, followed by gelatin [gelfoam] slurry to near arterial stasis [not all dosages stated]. A CT scan immediately after the second embolisation demonstrated lipiodol retention in the targeted residual tumour, within the rectus abdominis and internal oblique muscles and also on the skin. After 1 week, he presented with an abdominal skin injury, which was considered to be a complication of tace using doxorubicin, ethiodized-oil and gelatin [times to reaction onset not stated]. Examination showed multiple coalescing erythematous, slightly indurated, polycyclic and branching plaques that formed a broad reticulated pattern, and were consistent with altered blood flow in the cutaneous microvasculature, on the right upper quadrant. The man was therefore prescribed nitroglycerin [nitrol] and warm compresses with an aim to prevent ulceration. However, at 1-week follow-up, he had persistent and painful dusky red indurated plaques with central scarring and focal ulceration. Hence, he received paracetamol and hydromorphone for pain control and mupirocin [bactroban ong] for the ulcers. An MRI ((B)(6) 2020) confirmed complete tumour response, without any evidence of residual active disease. On (B)(6) 2020, the skin injury had improved, with only a residual hyperpigmented plaque with circumscribed zones of induration and complete re-epithelialisation of the ulcers. However, the pain had only partially relieved, and therefore, pregabalin and a compounded preparation of lidocaine, ketamine and morphine were prescribed. He was still followed due to persistent cutaneous dysaesthesia. Author comment: "cutaneous lesions heralding a complication can appear as soon as a few hours after tace". Product quality group provided investigational results on (B)(6) 2023 for absorbable gelatin: conclusion: the complaint for 'adverse event/negligible-minor' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Follow-up (22jan2023): this is a follow-up report from product quality group providing investigation results. This follow-up report is also being submitted to allow appropriate reporting to health authorities. Amendment: this follow-up is being submitted to notify that an investigation of the device is ongoing. The estimated date of final report has been updated from (B)(6) 2023 to (B)(6) 2023. Amendment: this follow-up is being submitted to notify that an investigation of the device is ongoing. The estimated date of final report has been updated from 04apr2023 to 06jun2023. Comment: the reported abdominal skin injury was associated with gelatin off label use in unapproved indication during non-target transarterial chemoembolisation (tace) together with doxorubicin and ethiodized-oil for hepatocellular carcinoma (hcc). The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term]. Tace with doxorubicin, ethiodized-oil and gelatin for hepatocellular carcinoma. Vascularised by the internal mammary artery [off label use], abdominal skin injury [skin injury], , narrative: this is a literature report for the following literature source: "abdominal skin injury due to non-target embolization of hepatocellular carcinoma vascularized by the internal mammary artery", cardiovasc-intervent-radiol, 2022; pgs:45142-146. A 71-year-old man developed an abdominal skin injury following non-target transarterial chemoembolisation (tace) with doxorubicin, ethiodized-oil and gelatin for hepatocellular carcinoma (hcc) vascularised by the internal mammary artery (ima). The man, who had a compensated cirrhosis and hcc, was found to have a lesion at segment i9 v-a on 9 april 2020. On (B)(6) 2020, he underwent a left lobar tace through the left hepatic artery, with an incomplete response. The internal mammary artery (ima) was noted to be a probable tumoural feeder on cross-sectional imaging. On (B)(6) 2020, he was hospitalised again for a second treatment. Microcatheterisation of the ima confirmed that the ima was responsible for residual tumour vascularisation. Following unsuccessful attempts to selectively catheterise the tumoural feeding branch, he underwent a selective coil embolisation of the ima beyond the feeding tumoural arteries (musculo-phrenic artery) to prevent non-target embolisation injury. Then, doxorubicin and ethiodized-oil [lipiodol] 100mg/8ml 1:1 volume emulsion was injected, followed by gelatin [gelfoam] slurry to near arterial stasis [not all dosages stated]. A CT scan immediately after the second embolisation demonstrated lipiodol retention in the targeted residual tumour, within the rectus abdominis and internal oblique muscles and also on the skin. After 1 week, he presented with an abdominal skin injury, which was considered to be a complication of tace using doxorubicin, ethiodized-oil and gelatin [times to reaction onset not stated]. Examination showed multiple coalescing erythematous, slightly indurated, polycyclic and branching plaques that formed a broad reticulated pattern, and were consistent with altered blood flow in the cutaneous microvasculature, on the right upper quadrant. The man was therefore prescribed nitroglycerin [nitrol] and warm compresses with an aim to prevent ulceration. However, at 1-week follow-up, he had persistent and painful dusky red indurated plaques with central scarring and focal ulceration. Hence, he received paracetamol and hydromorphone for pain control and mupirocin [bactroban ong] for the ulcers. An MRI (21 august 2020) confirmed complete tumour response, without any evidence of residual active disease. On (B)(6) 2020, the skin injury had improved, with only a residual hyperpigmented plaque with circumscribed zones of induration and complete re-epithelialisation of the ulcers. However, the pain had only partially relieved, and therefore, pregabalin and a compounded preparation of lidocaine, ketamine and morphine were prescribed. He was still followed due to persistent cutaneous dysaesthesia. Author comment: "cutaneous lesions heralding a complication can appear as soon as a few hours after tace". Product quality group provided investigational results on 22jan2023 for absorbable gelatin: conclusion: the complaint for 'adverse event/negligible-minor' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Follow-up (22jan2023): this is a follow-up report from product quality group providing investigation results. This follow-up report is also being submitted to allow appropriate reporting to health authorities. Amendment: this follow-up is being submitted to notify that an investigation of the device is ongoing. The estimated date of final report has been updated from 04apr2023 to 06jun2023., comment: the reported abdominal skin injury was associated with gelatin off label use in unapproved indication during non-target transarterial chemoembolisation (tace) together with doxorubicin and ethiodized-oil for hepatocellular carcinoma (hcc). The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
Product quality group provided investigational results on 22jan2023 for absorbable gelatin: conclusion: the complaint for 'adverse event/negligible-minor' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Event description:
Event verbatim [preferred term] tace with doxorubicin, ethiodized-oil and gelatin for hepatocellular carcinoma vascularised by the internal mammary artery [off label use], abdominal skin injury [skin injury], , narrative: this is a literature report for the following literature source: "abdominal skin injury due to non-target embolization of hepatocellular carcinoma vascularized by the internal mammary artery", cardiovasc-intervent-radiol, 2022; pgs:45142-146. A 71-year-old man developed an abdominal skin injury following non-target transarterial chemoembolisation (tace) with doxorubicin, ethiodized-oil and gelatin for hepatocellular carcinoma (hcc) vascularised by the internal mammary artery (ima). The man, who had a compensated cirrhosis and hcc, was found to have a lesion at segment i9 v-a on (B)(6) 2020. On (B)(6) 2020, he underwent a left lobar tace through the left hepatic artery, with an incomplete response. The internal mammary artery (ima) was noted to be a probable tumoural feeder on cross-sectional imaging. On (B)(6) 2020, he was hospitalised again for a second treatment. Microcatheterisation of the ima confirmed that the ima was responsible for residual tumour vascularisation. Following unsuccessful attempts to selectively catheterise the tumoural feeding branch, he underwent a selective coil embolisation of the ima beyond the feeding tumoural arteries (musculo-phrenic artery) to prevent non-target embolisation injury. Then, doxorubicin and ethiodized-oil [lipiodol] 100mg/8ml 1:1 volume emulsion was injected, followed by gelatin [gelfoam] slurry to near arterial stasis [not all dosages stated]. A CT scan immediately after the second embolisation demonstrated lipiodol retention in the targeted residual tumour, within the rectus abdominis and internal oblique muscles and also on the skin. After 1 week, he presented with an abdominal skin injury, which was considered to be a complication of tace using doxorubicin, ethiodized-oil and gelatin [times to reaction onset not stated]. Examination showed multiple coalescing erythematous, slightly indurated, polycyclic and branching plaques that formed a broad reticulated pattern, and were consistent with altered blood flow in the cutaneous microvasculature, on the right upper quadrant. The man was therefore prescribed nitroglycerin [nitrol] and warm compresses with an aim to prevent ulceration. However, at 1-week follow-up, he had persistent and painful dusky red indurated plaques with central scarring and focal ulceration. Hence, he received paracetamol and hydromorphone for pain control and mupirocin [bactroban ong] for the ulcers. An MRI ((B)(6) 2020) confirmed complete tumour response, without any evidence of residual active disease. On (B)(6) 2020, the skin injury had improved, with only a residual hyperpigmented plaque with circumscribed zones of induration and complete re-epithelialisation of the ulcers. However, the pain had only partially relieved, and therefore, pregabalin and a compounded preparation of lidocaine, ketamine and morphine were prescribed. He was still followed due to persistent cutaneous dysaesthesia. Author comment: "cutaneous lesions heralding a complication can appear as soon as a few hours after tace". Product quality group provided investigational results on (B)(6) 2023 for absorbable gelatin: conclusion: the complaint for 'adverse event/negligible-minor' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Follow-up ((B)(6) 2023): this is a follow-up report from product quality group providing investigation results. This follow-up report is also being submitted to allow appropriate reporting to health authorities. Amendment: this follow-up is being submitted to notify that an investigation of the device is ongoing. The estimated date of final report has been updated from (B)(6) 2023 to (B)(6) 2023. Amendment: this follow-up is being submitted to notify that an investigation of the device is ongoing. The estimated date of final report has been updated from (B)(6) 2023 to (B)(6) 2023. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities., comment: the reported abdominal skin injury was associated with gelatin off label use in unapproved indication during non-target transarterial chemoembolisation (tace) together with doxorubicin and ethiodized-oil for hepatocellular carcinoma (hcc). The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
Product quality group provided investigational results on (B)(6) 2023 for absorbable gelatin: conclusion: the complaint for 'adverse event/negligible-minor' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.